Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2020 due to fever and infection. The infection source was determined to be near the lvad. No further information was reported.

Event description:
It was reported that given the extent of the infection and prior surgeries, the patient was not a good candidate for wash out or exchange. The patient was also not a good candidate for transplant given bmi and prior cardiac surgeries. The patient was discharged on (B)(6) 2020 on long-term suppressive antibiotics with ciprofloxacin and linezolid. On (B)(6) 2020 the patient was found unresponsive at home. On arrival the patient's pupils were fixed and dilated. The pump was running with flows of 0. The cause of death is unknown.